Manufacturer narrative:
MDR 1219913-2021-00194 was filed on march 15, 2021. MDR 1219913-2021-000194 supplemental report 1 was filed on april 12, 2021. April 30, 2021 - additional information: samples are observed to be reactive with advia centaur xp sars-cov-2 total (cov2t) lot 709007 and non-reactive with lot 709010. These samples were also reactive with an alternate method and by pcr. Siemens reviewed sample storage and handling. Nothing of note was observed. The samples in question were not repeated with lot 709007. Lot 709007 was investigated for the observation of non-reproducible reactive results. Siemens' investigation determined that although non-reproducible false reactive results were observed with kit lots ending in 007, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. There is no expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. The customer is operational. No further action is needed. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2021-00192 supplemental 2 is filed for advia centaur cov2t lot 010 results generated on march 5, 2021. MDR 1219913-2021-00193 supplemental 2 is filed for advia centaur cov2t lot 010 results generated on march 9, 2021. MDR 1219913-2021-00195 supplemental 2 is filed for advia centaur cov2t lot 007 result generated on march 9, 2021.

Manufacturer narrative:
MDR 1219913-2021-00194 was filed on march 15, 2021. March 15, 2021 - additional information: it was unknown at the time of filing whether the instrument was serviced by a third party. Section d8 was updated to reflect that the instrument was not serviced by a third party. Additionally, it was confirmed that the initial results were reported to public health and some clinical sites. March 19, 2021 - additional information: the samples were drawn on the following dates: sample ID: collection date: date tested with lot 007: pcr date/result: 1, (B)(6) 2021, 01/08/2021, (B)(6) 2020/positive. 2, (B)(6) 2021, 01/07/2021, (B)(6) 2020/positive. 3, (B)(6) /2021, 01/25/2021, (B)(6) 2020/positive. 4, (B)(6) 2021, 01/13/2021, (B)(6) 2020/positive. 5, (B)(6) 2021, 02/03/2021, 10/30/2020/positive. 6, (B)(6) 2021, 02/02/2021, (B)(6) 2020/positive. 7, (B)(6) 2021, 02/10/2021, unknown/unknown. 8, (B)(6) 2021, 02/08/2021, (B)(6) 2020/positive. 9, (B)(6) 2021, 02/16/2021, unknown/unknown. 10, (B)(6) 2021, 02/17/2021, (B)(6) 2020/positive. 11, (B)(6) 2021, 02/26/2021, unknown/unknown. 12, (B)(6) 2021, 02/26/2021, (B)(6) 2020/positive. It was originally reported that the pcr results for samples 7, 9 and 11 were positive. The samples were frozen aliquots that remained frozen between testing of lot 007 and 010. The samples were drawn in january or february and tested with lot 007 as noted above. They were then frozen and thawed and tested with lot 010 (1 freeze/thaw cycle). The samples were then frozen and then thawed before retesting wtih lot 010 on the second advia centaur xp. Siemens continues to investigate. MDR 1219913-2021-00192 supplemental 1 is filed for advia centaur cov2t lot 010 results generated on march 5, 2021. MDR 1219913-2021-00193 supplemental 1 is filed for advia centaur cov2t lot 010 results generated on march 9, 2021. MDR 1219913-2021-00195 supplemental 1 is filed for advia centaur cov2t lot 007 result generated on march 9, 2021.

Manufacturer narrative:
The calibration was acceptable, and the quality control (qc) results were within the range. The samples went through an additional freeze-thaw cycle before being repeated. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). MDR 1219913-2021-00192 is filed for advia centaur cov2t lot 010 results generated on (B)(6) 2021. MDR 1219913-2021-00193 is filed for advia centaur cov2t lot 010 results generated on (B)(6) 2021. MDR 1219913-2021-00195 is filed for advia centaur cov2t lot 007 result generated on (B)(6) 2021.

Event description:
The customer obtained discordant nonreactive (negative) advia centaur xp sars-cov-2 total (cov2t) results for samples from eleven patients on cov2t lot 010 when compared to the reactive (positive) results from cov2t lot 007. The customer repeated testing on their second advia centaur xp (s/n (B)(4)) and the results were nonreactive (negative) on lot 010. The eleven samples were positive on the pcr method and an alternate method. There was one additional sample that was nonreactive on both lot 007 and lot 010 on the advia centaur xp cov2t assay and positive on the pcr method and an alternate method. It is unknown which results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.